Manufacturer narrative:
(B)(4). The lot was manufactured from 01/29/2013 to 01/30/2013. A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that a particle was found on the administration tubing of a multi day infusor. It was not specified whether the particle was inside or outside of the tubing. This was noticed during filling with an unknown solution. There was no patient involvement. No additional information is available.